Manufacturer narrative:
This report is filed june 23rd, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient was hospitalized from (B)(6) 2015, due to skin flap infection at the implant site and was treated with IV antibiotics. However, the issue could not be resolved resulting in the exposure of the receiver/stimulator unit. The patient was hospitalized a second time from (B)(6) 2015, and the device was explanted on (B)(6) 2015.